Manufacturer narrative:
One maximum xtra hemostasis introducer was returned to the manufacturer for analysis. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted on the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, after placing the sheath and applying negative pressure for flushing, there was blood leaking from the hemostasis valve. The sheath set was replaced and the procedure was completed with no patient consequences.